Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited ?no disposable alarm" on 4 patients. It was reported it occurred between six hours in to min infusion. No adverse patient effects were reported. Per reporter no additional information is available at this time.